Event description:
On december 4, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter is giving inaccurate high reading. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with insulin - no adjustments. In 2009 at 4:15 am, the patient reportedly took her set amount of insulin and promptly tested her blood glucose at "188 mg/dl" on the subject meter. At 4:30 am, the patient began to develop of "sweaty and clammy." The patient's daughter called the paramedics. Upon arrival, the patient obtained a blood glucose reading of "31 mg/dl" on the emt meter and was treated with IV glucose. During troubleshooting, the customer care advocate verified that the testing process was correct, the test strip vial is in good condition and within the discard date, the patient did not have any control solution, and the results are from an approved sample site. The complaint is being reported because the patient claimed she developed symptoms that can be associated with hypoglycemia and received medical intervention after she took insulin and obtained an alleged inaccurate high reading on the lfs meter. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.